Manufacturer narrative:
The sample has not been returned for evaluation. Therefore, no root cause could be determined. Any additional information received from the customer will be included.

Event description:
The customer reported vent inop, motor fault, low peep and circuit disconnect alarms occurred while on running ventilation on the vela ventilator. There is no information regarding patient harm or injury that is associated with the reported event as of this time.